Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited a battery depletion error message during a follow up. The remaining battery life was estimated at 11%. Technical services (ts) reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device was subsequently explanted and planned to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited a battery depletion error message during a follow up. The remaining battery life was estimated at 11%. Technical services reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited a battery depletion error message during a follow up. The remaining battery life was estimated at 11%. Technical services (ts) reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device was subsequently explanted and planned to be returned. No additional adverse patient effects were reported.